Event description:
Healthcare organization has 8 reports from 7 hospitals regarding microbubbles in b braun streamline (sl-2010m2096) blood lines during hemodialysis. The reports involve multiple locations, patients, lot numbers, and dates. We believe this is a product quality concern, potentially with a specific manufacturing facility, that should be investigated and resolved by the manufacturer. The manufacturer is aware. Below is a summary of recent reports since [date redacted] - approximately 1 month: during end of treatment blood return microbubbles were observed in the arterial lines. The air detector did not alarm during use. Staff reported it appeared the luer lock on the arterial line did not fit correctly. The product used was b braun dialog machine streamline airless set; lot #a2500251. Made in mexico. Microbubbles discovered in the hemodialysis blood lines, pump stopped, and blood not returned to patient. Lot# a2500209. Made in mexico. After full circuit of blood, the air alarm sounded; microbubbles observed throughout system. Streamline airless system, lot# a2500198. Made in mexico. Towards the end of the dialysis session the arterial blood line had microbubbles distal to the tubing connection and no air alarm. Staff reported that air bubbles collected and trapped in the collection chamber will trigger an alarm, but device will not alarm when air bubbles are in the blood line. Lot# a2500259. Made in mexico. Air in the lines from the arterial side was observed a few minutes after dialysis was started. Staff reported the defective dialysis blood lines caused a loose connection to the needles or dialysis catheters resulting in air in the system. Lot# a2500260. Made in mexico. Several patients had air bubbles in bloodlines (streamline). Lot a2500277. Made in mexico. Experienced microbubble formation during dialysis session. Air detection alarm went off and machine stopped. Dialysis treatment discontinued, blood not returned (300mls), new lines installed, and treatment resumed. Lot a2500215. Made in mexico. Luer connectors appear different than product made in dominican republic. Microbubbles were observed in the blood line during use. Lot #00vl8853716 (dominican republic)